Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion resecting device was used on a symphion hysteroscopy procedure performed on (B)(6) 2017. According to the complainant, during hysteroscopy perforation was noticed. No intervention was done to address the perforation. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.